Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and moderately calcified mid right coronary artery. A 5.00mm x 12mm nc emerge balloon catheter was advanced for post dilatation. The first dilatation was done at 12 atmospheres and the second dilatation was done at 16 atmospheres. However, during the third inflation at 16 atmospheres for 60 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.